Event description:
It was reported that the patient underwent a surgical procedure to explant an erectile restoration device and implant a new inflatable penile prosthesis (ipp) for unspecified reasons. No additional information was reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient underwent a surgical procedure to explant an erectile restoration device and implant a new inflatable penile prosthesis (ipp) for unspecified reasons. No additional information was reported.